Event description:
Home monitoring shows possible noise on lead. Lead is being monitored and could not recreate noise in office. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.